Manufacturer narrative:
The subject devices were discarded by the user facility and not returned to omsc for investigation. The exact cause of the user's report could not be conclusively determined. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Omsc assumes that insertion portion of the device was deformed and it caused the failure to extend the needle. This report is being submitted as a medical device report in an abundance of caution. Please cross ref #8010047-2014-00350/00351/00352.

Event description:
Olympus medical system corp. (Omsc) was informed that during an endoscopic mucosal resection (emr) 4 needles failed to extend once they were passed through the endoscope. However, they worked outside of the endoscope. The doctor completed the procedure with a similar device. There was no report of patient injury regarding this event.